Manufacturer narrative:
On 23-nov-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a 55-year-old male patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. Cardiac tamponade occurred. 1.5 hours after catheter insertion. Decreased blood pressure was observed during ablation, which was confirmed by intracardiac echocardiography (ice). Blood pressure gradually decreased but the patient's condition was stable. The patients¿ blood pressure recovered to 105 mmhg from 70 mmhg after performing drainage. The patient was followed up with the drainage catheter still inserted until the next morning. The patient¿s condition has improved. Atrial septal puncture was performed by rf needle. Ablation was performed before tamponade was identified as the event occurred during ablation phase of the procedure with biosense webster products. No evidence of steam pop. Irrigation catheter¿s flow rate setting was set to the flow setting for irrigated catheters with pre rf time 5sec, post rf time 5sec and during ablation, up to 30w 8ml/min, over 31w 15ml/min. No abnormalities were observed prior to use or during use of the product. Flow rate setting was switching automatically and there was no issue occurred. No error message was observed during the procedure. Visitag force visualization feature was used. Force over time (fot) additional filter was used with the visitag. Tag index color option was used prospectively. Correct catheter settings were selected on the smartablate generator, thermocool® smart touch® sf was selected (normal setting). The physician¿s opinion on the cause of this adverse event is that it was caused by procedure or patient condition.

Manufacturer narrative:
It was reported that a 55-year-old male patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. Cardiac tamponade occurred. 1.5 hours after catheter insertion. Decreased blood pressure was observed during ablation, which was confirmed by intracardiac echocardiography (ice). Blood pressure gradually decreased but the patient's condition was stable. The patients¿ blood pressure recovered to 105 mmhg from 70 mmhg after performing drainage. The patient was followed up with the drainage catheter still inserted until the next morning. The patient¿s condition has improved. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature, and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).